Event description:
It was reported that the patient experienced frequent occlusions with the insets resulting in high blood glucose levels and distress as patient was unable to bring the levels down with corrections on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-31658/ initial 1 of 3. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.